Event description:
Sjm, daig division was notified of an incident which involved the capping of a myocardial pacing lead. An event summary report was received from guidant corporation on 11/16/00 indicating that this lead was producing noise which triggered three inappropriate shocks. The physician believed both leads were fractured. The lead was capped and the implantable cardioverter defibrillator (ICD) was electively replaced. The lead will not be returned for analysis. The status of the patient is unknown.